Event description:
It was reported that a power on reset (por) error message occurred. Additional information received reported that reprogramming was done. The patient outcome was noted to be ¿satisfactory¿ and no patient harm, injury, or death occurred.

Manufacturer narrative:
(B)(4).